Event description:
It was reported that when using the bd pyxis¿ medstation¿ es when user login into pyxis, it required a witness in order to login and pull any medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the original user required a witness in order to login and pull any medication. The technical support specialist (tss) identified that the station had not been rebooted for 9 days, proceeded to reboot the station and confirmed that the user was able to login without using the password. The system functioned as intended after the technical support specialist troubleshot the device.